Event description:
The staff was attempting to pace a 72 yr old female pt in atrial fibrillation. The staff set the pacer rate at 70, but the rate on the screen did not reflect a rate of 70, but read 30 to 40. The staff was using the same ma rate with no change until the rate of pacer advanced to 110 to 120, then the screen showed the correct rate of 110 to 120. When the rate was decreased to 70 the device did not deliver 70, and the screen did not show a rate of 70. The threshold was obtained with a rate of 100, and the ma set at 10, but the pt rate was approx 30 beats per min. There was no indication from the complainant of any adverse effect on the pt as a result of the alleged malfunction.